Event description:
During a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician was treating a lesion with a 3.0x20mm taxus express2 drug eluting stent. He experienced resistance while attempting to pass the stent to the lesion, withdrew the stent and noticed that the struts of the stent were bent. He then completed the procedure using another taxus express2 stent of the same size. No patient complications were reported and the patient is currently reported to be in stable condition.